Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high threshold. The lead was explanted and replaced. The patient was stable.